Event description:
Boston scientific received information that was right ventricular lead displayed high thresholds of 6v at 0.5 milliseconds. The pt was brought in for a surgical revision procedure to add a new lead to the system. The pt underwent an open chest surgery where a competitive epicardial lead was attached to this lead by a y-fitting in order to achieve better thresholds. There were no adverse pt effects reported. It was also reported that this lead was partially capped/ abandoned.